Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels for one day leading up to the call. Customer reported having a blood glucose level of 510 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 475 mg/dl. The customer stated that she was nauseous and vomiting and had abdominal pain. Customer reported that the high blood glucose level was due to a bent cannula. The customer also reported that the sensor would not deliver properly if she lays on it. The customer will not return any product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.